Event description:
The customer reported that before the axial cardiac acquisition w/o contrast, the pt's heart rate displayed as 60 bpm. After the scan completed, the pt heart rate displayed 84 bpm. The customer checked and repositioned the ECG leads. The customer saw on the CT console and both gantry panels that the pt rate displayed as 77 bpm. The trained professional decided to administer beta blocker for this pt. However, the customer stated the heart rate displayed at 77 bpm. The customer performed the cardiac scan with contrast. After the acquisition completed the customer performed a re-reconstruction and noticed the images displayed the heart rate as 58-60 bpm.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a f/u MDR at the completion of the investigation. (B)(4).